Manufacturer narrative:
Exact date unknown, event occurred years ago from the date reported. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 17717302. Explant date: years ago.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.